Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the safety locking mechanism of a b100l bd ultrasafe¿ injection system needle guard (b-series) failed to function properly post use. There was no report of injury or medical intervention.

Manufacturer narrative:
A sample was not returned for evaluation. Twenty five retention samples were visually inspected and no non-conformances were observed. Activation force measurement on five pieces and manual activation on 20 pieces were performed. All results were within specification and all devices activated smoothly. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5041019. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.